Event description:
The end user states his wife ran the chair into a wall and the tubular part of the arm that holds the joystick is tweaked and broken. He states it broke the welds on it. Customer states no injury to his wife. Customer states this happened last week.